Event description:
It was reported that both the coolant and drug luers were cracked and leaking, and the patient was returned to the catheterization lab for device exchange. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU). During therapy in the ICU, it was observed that both the coolant and drug luers were cracked and leaking. The patient was returned to the catheterization lab and the ekos device was exchanged to continue the procedure. Thrombus resolution was only achieved in part following ekos therapy. There were no reported patient complications.

Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site (cis). Only the infusion catheter (ic) was returned, and the cable was cut off of the device, so the device was unable to be verified. Microscopic visual inspection of ic showed cracks in the drug and coolant luers. The device was tested for leaking, and it was noticed that the device leaked liquid from the drug and coolant luers where the cracks were present. The reported event of leaking was confirmed.

Event description:
It was reported that both the coolant and drug luers were cracked and leaking, and the patient was returned to the catheterization lab for device exchange. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU). During therapy in the ICU, it was observed that both the coolant and drug luers were cracked and leaking. The patient was returned to the catheterization lab and the ekos device was exchanged to continue the procedure. Thrombus resolution was only achieved in part following ekos therapy. There were no reported patient complications.